Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that a xive abutment screw had fractured in a xive implant d 4.5 inserted. During a separate rescue appointment the doctor found that the screw fragment had been removed in the previous attempt by the customer, but the thread cutter (part of the repair set) fractured and its tip was stuck in the implant. It was not possible to remove the fragment. Therefore, the implant must be removed.